Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in south korea. As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in the aortic position. The implant resulted in severe aortic regurgitation and it was decided to implant a second valve. During device preparation the patient went to cardiac arrest and resuscitation was started. The patient was stabilized and it was observed that the aortic regurgitation was reduced. Therefore, it was decided not to implant the second valve. The patient was stable after the procedure. The heart team did not figure out the exact reasons for aortic regurgitation.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint valve central regurgitation has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests that procedural factors (slow recovery of blood flow, leaflet impingement due to calcification, under-expansion) likely contributed to the event as per information provided the balloon was inflated with 16ml, and IFU indicated a nominal volume of 17ml to deploy a 23mm sapien 3 ultra valve. Deploying the valve using less than the prescribed volume may result in inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. Lastly, shape of existing landing zone (valve/ring, non-circular annulus, bicuspid patient, etc.) May result in under deployment of the valve. The valve must be fully deployed for proper function. Additionally, there was presence of calcification at the native annulus and leaflets, however due to unavailability of reports it cannot be confirmed. Although the thv depends on native landing zone calcification for anchoring, bulky calcification within the landing zone may impact the ability for the thv leaflets to properly function. The bulky calcium can impinge on the thv leaflets, preventing them from proper coaptation and lead to regurgitation. Moreover, in this case aortic regurgitation was reduced after CPR was performed to the patient. The valve leaflets require the back flow/pressure generated during cardiac diastole or systole, depending on location of the valve, to initiate leaflet closure. If there is no proper ventricular flow present, then the required pressure will not be achieved and thv regurgitation may occur. However, due to limited available information a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.